Event description:
The complainant has reported that a male pt (age unk) underwent a therapeutic procedure for placement of a tracheal stent. The ultraflex noncovered tracheal stent could not be deployed. The deployment suture broke. The procedure was successfully completed by utilizing another ofthe same device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue.